Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had missing segments/partial display due to cracked zebra connector on lcd. The insulin pump had broken battery tube threads, broken reservoir tube lip, scratched lcd window and missing end cap sticker.

Event description:
It was reported that the customer had high blood glucose of 520 mg/dl, and her insulin pump was malfunctioning. Caller stated that the customer's insulin pump was alarming, squirting out the insulin during manual prime, was unable to exit from preparing to prime loop and the drive support cap is sticking out. Nothing further was reported.